Event description:
It was reported by service report that the siderail would not latch/lock or move up/down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.